Manufacturer narrative:
The distal extension ring protruding through the distal tip of the balloon with the tip of the balloon tore free.

Event description:
During a laparoscopic hernia repair, the surgeon introduced the ted12 in the umbilicus. During insertion, it was noticed that the balloon had ruptured. A second ted12 was opened to complete the dissection without further incident. The instrument was from the fdh37 kit. There was no consequence to the pt.